Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise episodes were discovered during device interrogation on the right ventricular (rv) lead. The lead was explanted and replaced, and an insulation defect was noted during the replacement procedure. The patient was stable with no consequences.

Manufacturer narrative:
The field reports of insulation abrasion and noise were confirmed. As received, only the connector segment of the lead was returned. A lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted on is1 connector leg and most likely caused the complaint reported from the field. Electrical tests that could be performed revealed no discontinuities or shorts on any conduction paths. Other damages noted were consistent with those occurring at time of explant.